Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during an esophagogastroduodenoscopy (egd) with percutaneous endoscopic gastrostomy (peg) placement procedure. The procedure date is unknown. According to the complainant, during the procedure, there was difficulty removing the stylet from the trocar. The patient had abdominal pain. In the physician's assessment, pressure was placed on the incision site while removing the stylet from the trocar which could have caused the patient's abdominal pain. The patient was admitted and it is unknown as to what treatment was given to the patient. The procedure was completed with a different device.